Event description:
It was reported by service report that the fowler would not raise or lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other: gas spring trip.